Manufacturer narrative:
(B)(4). (B)(6). The device is reported to be unavailable for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mirafilter IV / extension set leaked from its tubing. This occurred at the end of patient infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.